Event description:
It has been reported to philips that the x-rays stopped after a few seconds, they were restarted by pressing the footswitch again; however, the x-rays would stop again. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected narrative and codes: philips has investigated this complaint. According to the additional information collected, the issue occurred while the customer was performing a vascular diagnostic procedure, which could be successfully completed on the same system. The philips field service engineer (fse) inspected the system onsite and was unable to identify any issue with the footswitch. Log file analysis was conducted which identified that there were two separate occurrences where x-rays stopped working during the procedure, leading to a total amount delay of approximately 4 minutes. For each occurrence, x-ray production was regained after the user pressed the system's footswitch again. A connection loss to the generator was visible in the logs, which may have been caused by a network issue. Log files from before and after the date of the occurrence were reviewed. No recurrence of the connection issue was observed, suggesting this to be an isolated event. After re-evaluating the information obtained for this occurrence philips has confirmed this complaint to means not reportable. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. The codes were updated based on the investigation outcome. Evaluation method code, conclusion code & component code have been corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular diagnostic procedure was performed when the issue happened. The procedure was short 30-second delayed and completed after that. Fse visited onsite and checked and found system unable to perform x-ray. Upon troubleshooting fse confirmed there was no issue with footswitch. To resolve the issue, fse replaced hard disk, after replaced hard disk, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved at same system, which allowed for procedural continuation. If an x-ray not possible alert occurs during a procedure, at the same system the procedure completed. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An x-ray not possible alert which can be resolved by normally as problem doesn¿t affect the system. This scenario includes that the system is restarted normally. Since the procedure is completed on same allura system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome.